Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call retainer ring anomaly and power error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the retainer ring anomaly was performed. Customer advised the retainer ring was missing. Customer advised the power error detected alarm recurred every four hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed sleep current measurement and active current measurement. Unit was received with missing retainer. Unable to perform displacement test due to missing retainer. Multiple pump error (power error detected) alarms were present in the format history file and pump error was triggered when the backup battery unloaded voltage (unloaded vlith) was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Unit was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, stained keypad overlay buttons, partially broken off reservoir tube lip, stained serial number label and stained end cap address label.